Event description:
It was reported that an unspecified malfunction alarm occurred and that air bubbles were observed however no location was specified. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) that resulted in nausea, headache, and vomiting. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.